Manufacturer narrative:
The subject device was returned for evaluation. Evaluation of the subject product found the guide wire and back up tabs were bent and a broken fastener deployed during the functional evaluation. No manufacturing anomalies were found. Misfires and broken fasteners are a known result of a bent guide wire and bent back up tabs. The bent components on the devices may have been subjected to extreme angles or inadequate counter pressure during deployment, or may have sustained inadvertent damage from forces applied while in use. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. This is the only complaint reported to date for this manufacturing lot of (B)(4) units released for distribution in march, 2020. Based on the investigation performed and sample evaluation, the reported event was confirmed, and the root cause was determined to be user/device interface. The instructions-for-use supplied with the device states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
It was reported that, during an unspecified procedure on (B)(6) 2020, the bard/davol optifix fixation device deployed a fastener at the first attempt, after which no fasteners were deployed. The device dispensed the first fastener, but did not actually close the fastener. All attempts after that did not work, as no fastener was dispensed at all. There was no reported patient injury.